Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. A DHR review was performed for the finished device lot number and the production was according to the requirements and no non-conformance was identified. The material used was according to specification and within production there was no deviation detected. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the jaw of cable cutter has snapped off. This case has been reported by the loan kit technician during loan kit inspection. It has been forwarded to depuy engineering for assessment. No further information can be obtained as the case was not reported by the customer. This complaint involves one(1) device front cutter.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 03.607.513. Lot: 8192216. Manufacturing date: march 14, 2013. A device history record (DHR) review was performed for the finished device lot number and the production was according to the requirements and no non-conformance was identified. The material used was according to specification and within production there was no deviation detected. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the device from the received image. Visual analysis of the photo revealed that the tip of front cutter has broken. No other problems was reported. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the front cutter was broken from the lower jaw, fragment was returned with the device. Additionally, dots of corrosion are visible along the surface of the complaint device. A dimensional inspection for the front cutter was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the front cutter would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: drahtschneidezange seitl. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.